Event description:
It was reported that during a deep brain stimulation procedure, a bent lead was noticed at the distal end when using the measuring tool, leading to the decision not to implant it. A second lead was opened and implanted instead. Additionally, an impedance issue was identified with the right lead/extension connection at the bottom port of the implantable pulse generator (ipg), showing "investigate" for monopolar and all bipolar pairings. The surgeon tested the extension wires by connecting them to the top port, where impedances were normal, but the issue persisted when connected to the bottom port. Consequently, the ipg was replaced with a new one, resolving the impedance issue as all impedances were normal on both sides. Prior to replacing the ipg, an additional extension wire was opened for troubleshooting but was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): analysis information product ID# b35200 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# (B)(6) product type lead product ID b3400060m serial# (B)(6) product type extension h3: analysis of the b3400060m ((B)(6)) revealed that the returned lead passed all laboratory testing, and no anomalies were identified. The lead distal end is within the specification of 0.005¿. The returned sensight lead was attached to a known good sensight cable (test/screening cable). The distal end of the lead was placed into a 0.9% saline solution. Impedances were measured using a clinician programmer to communicate with the ens and connect to the sensight cable. Normal impedance was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.